Manufacturer narrative:
We checked the returned unit and confirmed the ccd driver pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the light guide cable buckled, the angle wire play, the water nozzle clogged, the electrical connector corroded, the light guide cable crushed, the remote control buttons leak, the distal body worn out, the bending rubber discolored, the suction channel kink, the angle wire grinding, and the water nozzle missing glue; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.